Manufacturer narrative:
On-site investigation was performed by the field service engineer. The internal leakage test failure was confirmed in the device logs. Contamination of printed circuit boards was confirmed by provided photos. The UDI information is not available since the device was manufactured before 2015.

Event description:
During inspection it was found that ventilator's printed circuit boards were contaminated. Moreover, the device failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).